Event description:
Additional information was received the patient was not getting therapeutic effect but no malfunctions with the internal neurostimul ator. The patient was having a spinal fusion and the spine doctor wanted it explanted.

Manufacturer narrative:
Lead model 3587a, lot: l58626, implanted: (B)(6) 1998, explanted: na. Extension model 7495-51, serial: (B)(4), implanted: (B)(6) 1998, explanted: na. Programmer model 7434-e, serial: (B)(4). Neurostimulator model 7425, serial: (B)(4), implanted: (B)(6) 2000, explanted: na. Lead model 3986, serial: (B)(4), implanted: (B)(6) 2000, explanted: na. Extension 7496-51, serial: (B)(4), implanted: (B)(6) 2000, explanted: na.

Event description:
See MFR # 6000032-2012-00034. It was reported that the patient's device was going to potentially be explanted. The reason for the explant was unknown. Additional information was requested. If additional information is provided, a follow up report will be sent.